Event description:
The plaintiff's attorney alleged that on or about (B)(6), 2010 the plaintiff was implanted with an ams miniarc precise sling to "correct her pop (pelvic organ prolapse) and sui (stress urinary incontinence)." It was alleged that the plaintiff experienced pelvic pain, dyspareunia, and infections." It was also alleged that the plaintiff had to have "further surgery to remove the mesh" due to "mesh erosion." It was alleged that the plaintiff has "experienced significant mental and physical pain and suffering, that sustained permanent injury, has undergone hospitalization," and other injuries.

Manufacturer narrative:
Should add'l info become available regarding this event it will be re-evaluated and a follow-up report will be sent.